Event description:
It was reported that a facility had a pocket fill in the past 6 months. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Correction/removal reporting #: z-1060-2011, z-1061-2011, z-1062-2011. It is unclear which number applies, because the device model number is unknown.